Manufacturer narrative:
The company rep determined that the inner skin of the reservoir had corroded, causing contamination to multiple components. He replaced the reservoir assembly (0202-00-0127), one pneumatic back pressure regulator (0103-00-0351), one pneumatic muffler (0103-00-0458), one vent valve 24vdc-2ways (0119-00-0170), two manifold drives (0104-00-0018), screw concealment label (0334-00-1666), cable clamp (0343-05-0002) and performed the 5000 hour maintenance. The unit was tested to factory specification. It functioned normally and was returned to the customer. The parts were sent to (B)(4) for evaluation. The reservoir assembly (part number 0202-00-0127) was cut open and more corrosion was found inside the pressure side of the reservoir although it had vent holes. A CAPA was initiated in 2009 with the reservoir vendor to address a similar occurrence for the reservoir with date code (B)(4). This CAPA resulted in a vent hole being created in the reservoirs, and 100% inspection to check for salt residue in the reservoir. This iabp unit was manufactured in 2008, prior to the CAPA and the reservoir has date code (B)(4). Based on the review of the complaints from (B)(4) 2009 to (B)(4) 2012 and the vast number of iabps that have been distributed worldwide, this event is categorized as an isolated event. Since the part was replaced and the iabp unit has been fully operational after the repair, no additional action is required. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "high drive pressure" alarm. While the initial complaint data sheet indicated that a pt had died as a result of this alarm, follow up communications with the customer determined that no death or pt injury had occurred.